Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, an arthrex subsidiary employee reported via (B)(4) that an ar-3600d-2 drill broke off. The broken drill was removed and the bone hole re-drilled in another location with another product. No patient harms. Additional information requested

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3600d-2 serial number, (B)(6) (laser mark on the part), was received for investigation. A functional test was not performed as the device's tip was received broken off. Visual evaluation found that the tip of the device was broken off. The small broken tip was analyzed, and it was noted that there were nicks on the threads. A user error is the most likely cause(s) for the reported and observed failure, hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.